Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain: pelvic area") in a 30-year-old female patient who had essure (batch no. 788037-invalid,789037) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included colposcopy (heavy periods), endometrial curettage (dysfunctional bleeding) on (B)(6)2011 and uterine dilation and curettage on (B)(6)2011. Concurrent conditions included uti, urinary frequency, post coital bleeding, uterine cervical squamous metaplasia, menometrorrhagia, endometriosis, dysfunctional uterine bleeding and sinusitis. Concomitant products included azithromycin (z-pak), doxycycline, nsaids and paracetamol (acetaminophen). On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced urinary tract infection ("uti"), dysmenorrhoea ("dysmenorrhea (cramping") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inablity to have sexual intercourse)"), mood swings ("hormonal changes describe: mood swings") and hot flush ("hot flashes"). In 2011, the patient experienced anxiety ("psychological or psychiatric problems: mental anguish") and depression ("psychological or psychiatric problems: depression"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), fatigue ("fatigue."), vulvovaginal dryness ("vaginal dryness"), back pain ("low back pain") and bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy,surgery (other) type of surgery: d&c). Essure was removed on (B)(6)2011. At the time of the report, the pelvic pain and back pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, dyspareunia, female sexual dysfunction, anxiety, depression, mood swings, fatigue, hot flush, vulvovaginal dryness, urinary tract infection, dysmenorrhoea, vaginal infection and bipolar disorder outcome was unknown. The reporter considered anxiety, back pain, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hot flush, menorrhagia, menstrual disorder, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal dryness to be related to essure. The reporter commented: date discrepancy in date of insertion (B)(6)2011 and as per pfs (B)(6)2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Batch number 788037, is invalid and batch number 789037 is valid. Lot number: 789037, manufacture date: 2010-10, expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain: pelvic area") in a 30-year-old female patient who had essure (batch no. 788037-invalid,789037) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included colposcopy (heavy periods), endometrial curettage (dysfunctional bleeding) on (B)(6) 2011 and uterine dilation and curettage on (B)(6) 2011. Concurrent conditions included uti, urinary frequency, post coital bleeding, uterine cervical squamous metaplasia, menometrorrhagia, endometriosis, dysfunctional uterine bleeding and sinusitis. Concomitant products included azithromycin (z-pak), doxycycline, nsaid's and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced urinary tract infection ("uti"), dysmenorrhoea ("dysmenorrhea (cramping") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inablity to have sexual intercourse)"), mood swings ("hormonal changes describe: mood swings") and hot flush ("hot flashes"). In 2011, the patient experienced anxiety ("psychological or psychiatric problems: mental anguish") and depression ("psychological or psychiatric problems: depression"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), fatigue ("fatigue."), vulvovaginal dryness ("vaginal dryness"), back pain ("low back pain") and bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy,surgery (other) type of surgery: d&c). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and back pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, dyspareunia, female sexual dysfunction, anxiety, depression, mood swings, fatigue, hot flush, vulvovaginal dryness, urinary tract infection, dysmenorrhoea, vaginal infection and bipolar disorder outcome was unknown. The reporter considered anxiety, back pain, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hot flush, menorrhagia, menstrual disorder, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal dryness to be related to essure. The reporter commented: date discrepancy in date of insertion (B)(6) 2011 and as per pfs (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on 14-dec-2018: pfs received. Lot number added. Concomitant condition and medication added. Events infection (bladder/urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: bipolar disorder were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Intraserous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain: pelvic area") in a 30-year-old female patient who had essure (batch no. 788037) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included colposcopy (heavy periods), endometrial curettage (dysfunctional bleeding) on (B)(6) 2011 and uterine dilation and curettage on (B)(6) 2011. Concurrent conditions included uti, urinary frequency, post coital bleeding, uterine cervical squamous metaplasia, menometrorrhagia, endometriosis and dysfunctional uterine bleeding. Concomitant products included nsaid's. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems: mental anguish") and depression ("psychological or psychiatric problems: depression"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), infection ("infections"), mood swings ("hormonal changes describe: mood swings"), fatigue ("fatigue."), hot flush ("hot flashes"), vulvovaginal dryness ("vaginal dryness"), urinary tract infection ("uti,"), back pain (" low back pain") and dysmenorrhoea ("dysmenorrhea (cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, dyspareunia, female sexual dysfunction, infection, anxiety, depression, mood swings, fatigue, hot flush, vulvovaginal dryness, urinary tract infection, back pain and dysmenorrhoea outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hot flush, infection, menorrhagia, menstrual disorder, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal dryness to be related to essure. The reporter commented: date discrepancy in date of insertion (B)(6) 2011 and as per pfs (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: event hormonal changes describe: mood swings, hot flashes, vaginal dryness, uti,dysmenorrhea (cramping), fatigue, back pain, were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain: pelvic area") in a 30-year-old female patient who had essure (batch no. 788037-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included colposcopy (heavy periods), endometrial curettage (dysfunctional bleeding) on (B)(6) 2011 and uterine dilation and curettage on (B)(6) 2011. Concurrent conditions included uti, urinary frequency, post coital bleeding, uterine cervical squamous metaplasia, menometrorrhagia, endometriosis and dysfunctional uterine bleeding. Concomitant products included nsaid's. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems: mental anguish") and depression ("psychological or psychiatric problems: depression"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), infection ("infections"), mood swings ("hormonal changes describe: mood swings"), fatigue ("fatigue."), hot flush ("hot flashes"), vulvovaginal dryness ("vaginal dryness"), urinary tract infection ("uti,"), back pain (" low back pain") and dysmenorrhoea ("dysmenorrhea (cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, dyspareunia, female sexual dysfunction, infection, anxiety, depression, mood swings, fatigue, hot flush, vulvovaginal dryness, urinary tract infection, back pain and dysmenorrhoea outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hot flush, infection, menorrhagia, menstrual disorder, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal dryness to be related to essure. The reporter commented: date discrepancy in date of insertion (B)(6) 2011 and as per pfs (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain: pelvic area") in a 30-year-old female patient who had essure (batch no. 788037) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included colposcopy (heavy periods), endometrial curettage (dysfunctional bleeding) on (B)(6) 2011 and uterine dilation and curettage on (B)(6) 2011. Concurrent conditions included uti, urinary frequency, post coital bleeding, uterine cervical metaplasia, menometrorrhagia, endometriosis and dysfunctional uterine bleeding. Concomitant products included nsaid's. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia (inablity to have sexual intercourse)"), anxiety ("psychological or psychiatric problems: mental anguish") and depression ("psychological or psychiatric problems: depression"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and infection ("infections"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, dyspareunia, female sexual dysfunction, infection, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dyspareunia, female sexual dysfunction, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date discrepancy in date of insertion (B)(6) 2011 and as per pfs (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion . ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter¿s information was added. This case concerns 30 year old patient. Her demographics was updated. Her concurrent and historical condition were added. Her lab data was added. Essure insertion and removal date was updated. Essure lot number was added. Essure indication was amended. Her concomitant medication was added. Following events: abnormal bleeding (vaginal/menorrhagia), dyspareunia, mental anguish, depression and apareunia (inability to have sexual intercourse) were added. She was recovering form the event: pain (pelvic area). Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and infection ("infections"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain: pelvic area') in a 30-year-old female patient who had essure (batch no. 788037-invalid,789037) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage on (B)(6) 2011, endometrial curettage (dysfunctional bleeding) on (B)(6) 2011 and colposcopy (heavy periods). Concurrent conditions included uti, urinary frequency, post coital bleeding, uterine cervical squamous metaplasia, menometrorrhagia, endometriosis, dysfunctional uterine bleeding, sinusitis and vaginal infection. Concomitant products included azithromycin (z-pak), doxycycline, lamotrigine (lamictal), nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced urinary tract infection ("uti"), dysmenorrhoea ("dysmenorrhea (cramping") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On(B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inablity to have sexual intercourse)"), mood swings ("hormonal changes describe: mood swings") and hot flush ("hot flashes"). In 2011, the patient experienced anxiety ("psychological or psychiatric problems: mental anguish") and depression ("psychological or psychiatric problems: depression/psych injury"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), fatigue ("fatigue."), vulvovaginal dryness ("vaginal dryness"), back pain ("low back pain") and bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy,surgery (other) type of surgery: d&c, hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, urinary tract infection and vaginal infection had resolved, the menstrual disorder, menorrhagia, dyspareunia, female sexual dysfunction, anxiety, depression, mood swings, fatigue, hot flush, vulvovaginal dryness, dysmenorrhoea and bipolar disorder outcome was unknown and the back pain was resolving. The reporter considered anxiety, back pain, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hot flush, menorrhagia, menstrual disorder, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal dryness to be related to essure. The reporter commented: date discrepancy in date of insertion oct 2011 and as per pfs (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Batch number 788037 is invalid and batch number 789037 is valid lot number: 789037 manufacture date: 2010-10 expiration date: 2013-10 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: event outcome and reporter information were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.